Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 131 mg/dl, and the meter bg reading was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 38 mg/dl and resulted in the customer having a seizure. Reportedly, the mother aided in addressing the bg by administering a glucagon shot. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.